Event description:
It was reported to boston scientific-target that during the procedure the physician attempted to detach 5 coils and had problem with all. The sixth coil had problems with stretching inside the catheter due to premature detachment. The pt's condition is ok other than the fact that the vessel had to be sacrificed, which was not the intent of the original procedure. The device is not available for eval. At this time it is unknown the specific type of gdc synerg detection circuit product, catalog number, and therefore, its pertained 510k number; the only info provided was that it was a gdc product. Attempts have been made to obtain add'l info through a co rep but have not been successful. If any info becomes available in the future, a f/u report will be submitted.